Event description:
The customer reported in a revision procedure this atrial lead was surgically abandoned (capped) as it exhibited low impedances and poor sensing measurements. This atrial lead was successfully replaced by a new lead and no adverse patient effects were reported. The lead was actively implanted for approximately 8 years.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.